Manufacturer narrative:
Other text: h3: one cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was no evidence log the reported issue. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor will be replaced to bring delivery accuracy into specification.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.05% during testing. There was no patient involvement.